Event description:
There was an allegation of questionable sodium electrode results from the cobas c 303 analytical unit for three patients. Patient 1's initial result was 153.9 mmol/l. The repeat result on another analyzer was 143.1 mmol/l. Patient 2's initial result was 140.8 mmol/l. The repeat result on another analyzer was 132.0 mmol/l. Patient 3's initial result was 141.2 mmol/l. The repeat result on another analyzer was 134.9 mmol/l. The repeat results were deemed to be correct.

Manufacturer narrative:
The sodium electrode lot number was dyt20, and the expiration date is 05-may-2026. The customer reported that qc was also affected, but when repeated, the values normalized. The customer performed purges, a sample probe wash, and an ion-selective electrode (ise) check, with acceptable results. The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) performed various cleaning actions, which have resolved the issue. The investigation determined that the root cause is caused by the mixing vessel not properly emptying or drying, which can be caused by contamination of the dilution vessel or a clogged vacuum nozzle. This is consistent with poor pre-analytical handling by the customer.